Event description:
The reporter indicated that a 13.7mm vicmo13.2 implantable collamer lens of -9.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Weight-race: unk. Claim # (B)(4).